Event description:
Severe burns/ blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer received via pfizer sponsored program selbstmedikation. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, device lot number: t34851, expiration date 08jan2020) from an unspecified date at an unspecified frequency for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient reported "heat wrap falls off during use as adhesive surfaces stick only minimally." Subsequently on an unspecified date, the patient reported "although I use it according to the instructions, one of the patches caused severe burns that have not completely healed even after 3 weeks". In addition, the patient provided a photograph which shows blisters were present. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was not recovered. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap caused burned blisters on the skin". The cause of the "burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (24jan2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap caused burned blisters on the skin". The cause of the "burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Severe burns/ blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer received via pfizer sponsored program (B)(4). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, device lot number t34851, expiration date 08jan2020). Route, dates, and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient reported "heat wrap falls off during use as adhesive surfaces stick only minimally." Subsequently on an unspecified date, the patient reported "although I use it according to the instructions, one of the patches caused severe burns that have not completely healed even after 3 weeks". In addition, the patient provided a photograph which shows blisters were present. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.